Manufacturer narrative:
Philips service cleaned the database and planned hdd replacement if the issue recurs. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that exposure was not possible due to a full image disk on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.